Manufacturer narrative:
(B)(4) - ansell healthcare products llc, is submitting this report on behalf of pga.

Event description:
Skin lesions, redness pruritus and blister on the top of the left hand and at the thumb level end user.